Event description:
Initial report did not indicate true level of injury, subsequent report (B)(6) 2008 indicated. Dr. (B)(6) was awaiting MRI and possible rotator cuff surgery as a result of equipment defect and subsequent failure. Event: a doctor's stool base failed on one of five webs and caused dr. Anthony to fall and strike his shoulder on floor.

Manufacturer narrative:
The stool base that fractured on one of five arms is manufactured by: leggett & platt, (B)(4). The stool base fracture was a manufacturer's defect traceable to a mold ejection and/or cold flow issue in the mold cavity around arm webbing. These bases are inspected, cleaned, powder-coated and assembled into various stool models by a-dec, inc.